Manufacturer narrative:
Corrected b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Corrected information was received. The stroke occurred on the date of the valve implant procedure.

Manufacturer narrative:
Updated data b5 h6 - patient and device codes additional codes - img select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, it was difficult to pass the delivery catheter system (dcs) through the blood vessel and was "pressed hard." The vascular injury was located in the left subclavian (l-sc) vessel and the access site was the l-sc. Per the physician, the dcs contributed to the vascular injury. One day following the valve implant, as the patient awoke, the ischemic stroke was confirmed. Hemianopia (a loss of vision or blindness in half the visual field, to either the right or left side) was reported. Per the physician, the stroke was likely related to the valve and dcs. It was unknown what the cause of the stroke was but was related to the valve recapture or balloon aortic valvuloplasty (bav). Of note, the patient's highly calcified anatomy also contributed to the stroke.

Manufacturer narrative:
Corrected data: h6 - device code corrected from a150203 to a150205. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated a pre-balloon aortic valvuloplasty (bav) was performed. During the valve implant procedure initially from the subclavian access, the initial valve ((j112152) was recaptured due to poor expansion. The valve was recaptured twice and then removed from the patient. A new valve (f257211) was loaded onto a new dcs and the femoral access was used. There was no advancement difficulty with the second dcs. This valve was successfully implanted. Left hemianopia was confirmed. It was also reported that stroke was unrelated to the medtronic valve but related to the procedure. The outcome was reported as recovering.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx; product lot/serial number unknown; product type: compression loading system; implant date na; explant date na product ID l-evolutfx; product lot/serial number unknown; product type: compression loading system; implant date na; explant date na product ID evolutfx-34; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2024; explant date na product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na product ID unknown balloon; product lot/serial number unknown; product type: vascular balloon; h10: related report numbers: 2025587-2024-02679 updated data: b2, b5, d10, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-34, serial/lot #: (B)(6), ubd: 13-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had vascular damage which was repaired by placement of an artificial blood vessel. Cerebral infarction was also reported, with no paralysis. The patient was scheduled for rehabilitation. No additional adverse patient effects were reported.